Event description:
Customer's family member called to report pt was admitted as an inpatient to the hosp for high blood glucose. Customer's family member just wanted to check bolus wizard to make sure that it is working and found some things they were doing wrong. Family member states that they are back on pump but is using a set that wa sput in 2004. Expalined the possibility states they will change out set when they get home.